Event description:
The customer contact reported that the device alarmed with a s233 (over-temperature-psc) malfunction alarm code. The device was returned to the biomed dept with a note that stated, "s233 malfunction alarm". No info was provided; therefore, specific patient info, pump programming, or event details were available. There were no reports of any adverse patient events and no reported delays in critical therapies while the device was in clinical use. During testing at the user facility, multiple s233 malfunction alarm codes were noted and the fan assembly was not functioning. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device did not alarm with a s233 (overtemperature-psc) malfunction alarm code; however, it was noted in the device history multiple times and the device did not pass the power up test as the fan assembly was not functioning. The probable cause of the s233 malfunction alarm code was a broken fan. This report represents all the info known by the reporter upon query by hospira personnel.